Event description:
The essure was done on (B)(6) 2012. An iud which was supposed to be in place was not visible during the hysteroscopy. The patient's last period prior to implant was on (B)(6) 2012. On (B)(6) 2012, a pregnancy was confirmed for the patient. On (B)(6) 2012, she was hospitalized in the emergency unit because an ectopic pregnancy was detected and she was experiencing severe pain. An emergency salpingectomy was done the same day. The implant physician believes the implants were placed correctly, but suspects that the patient was pregnant the day of the procedure and that this was a contributing factor in the pregnancy developing ectopically.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.